Event description:
It was reported that the patient¿s previous ins was explanted due to infection.

Manufacturer narrative:
Concomitant products: product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2008, product type extension; product ID 3889-28, lot# v121978, implanted: (B)(6) 2008, product type lead. (B)(4).

Event description:
Follow up information reported that the patient had no concerns with their device therapy. If additional information is received, a follow up report will be sent.